Event description:
It was reported the device was used during a colectomy procedure. It was reported by the affiliate that during the resection of the colon, the knob did not move. A new instrument was used to complete the case. There was no pt consequence.